Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system will not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement the flexvision pc, hdd and installation the software restore the system functionality. After replacement of the flexvision pc, hdd and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.